Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to have a pump that was in good physical condition, and the pump accuracy was within tolerance and delivered results of 20.4 ml. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump flow rate was inaccurate. There was unknown patient involvement, and unknown signs or symptoms experienced.